Event description:
A government agency reported that, a patient while undergoing pars plana vitrectomy, intraocular foreign body removal, silicone oil tamponade, retinal detachment laser photocoagulation, phacoemulsification with aspiration, globe rupture repair, and peripheral iridectomy, illumination light source an ophthalmic operating system suddenly failed and became non-functional. After restarting the device, the screen displayed a message to replace the illumination bulb. The surgeon immediately implemented a backup plan and completed the surgery on the same day. Postoperatively, the team concluded that the device had been in service for an extended period, and the failure was suspected to be related to aging of the illumination bulb. Details regarding patient impact have not been reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No sample has been received by manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).